Event description:
The doctor reported a rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, around 25-50% of the shell is missing. A weight test of the explanted material was verified and was underweight. Microscopic analysis of the return device identified broken shell with a sharp edge on anterior side assessed as unidentified (tear) opening, and a curved striated opening on anterior side assessed as surgical damage. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was broken shell with sharp edge assessed as unidentified (tear) opening, a curved striated opening assessed as surgical damage, and missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported a rupture. The device has been explanted. This relates to the left side.